Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was advanced; however, a kink was noticed at the proximal portion located outside the patient. They decided to proceed and introduced a 33mm watchman ® laa closure device & delivery system (wds). The wds went smoothly through the was. The closure device was deployed too proximally and a full recapture was performed. The procedure was completed with a new was and wds. No patient complications were reported and the patient¿s status is stable.